Event description:
It was reported that the patient experienced low heart rate, shortness of breath and fatigue. A remote transmission showed intermittent loss of capture with the right ventricular (rv) lead. Reprogramming was performed to increase output voltage and increase the safety margin. The rv lead remains in use. No further patient complications have been reported as a result of this event.